Event description:
The core universal driver was returned for service. Upon eval at the MFR, it displayed a bias current error when connected to the console, signaling a run-on condition occurred within the device. There was no pt involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow-up report will be filed when the quality investigation has been completed.